Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Report source: (B)(6). Concomitant product(s): ep-200144, act artic e1 hip brg 28x38mm, 828250; 010000681, g7 bonemaster sld acet shl 48c, 6168920. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04381, 0001825034-2018-04479. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip has been indicated for revision due to infection 3 months post implantation. Shell, liner and bearing were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Picture of explants were provided, the head was assembled with the bearing. No damage was observed on the head and bearing. Some scratch was identified around the edge of the shell. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.